Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would not seal during a laparotomy with right colon resection. The device emitted a beeping sound and stopped working. The patient had an unknown amount of bleeding. The surgeon opened another device and completed the procedure with no further difficulties.